Event description:
During preparation for a coronary stenting drug eluting treatment procedure, foreign material (fuzz) was found on the device. During preperation, foreign material (fuzz) was found on the proximal end of the 2.75x12 mm taxus express2 drug eluting stent balloon. This device was not used. The case was completed with another taxus stent. No pt complications were reported. Pt status reported as "ok".